Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 24 (this alarm is generated when a power failure is detected) alarm and reported a crack on battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for cosmetic damage allegation. Customer stated that, damage affecting/impacting pump functionality. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 24 alarms were recorded on 01/18/2026 09:15:01.000 through 01/19/2026 10:18:00.000, with several alarms noted. Line=2189 file=33. Unit passed the sleep current measurement test, active current measurement test, and self-test. However, no pump error 24 alarms or anomalies were noted. No critical pump errors were noted. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. Unit functioning properly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case ¿ display window corner, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when no pump error alarm 24 was noted during testing. Unit was monitored closely and no anomalies noted. However, allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.